Event description:
Medtronic sphere 9 ablation catheter cable used to plug the catheter into the power tower. The temperature error presented to the medtronic rep suggested that we should change the cable during this error due to the catheter not working correctly.